Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The patient is currently hospitalized due to significant burn wounds, when increased atrial fibrillation (af) was observed despite medical management for the af. Technical services (ts) reviewed device data and suspects the adrenaline associated with burns may contribute to rhythm changes. Technical services (ts) provided reprogramming recommendations. This ICD remains in-service at this time.